Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the stent was damaged due to the material deterioration over time. The above device handling has warned in the instruction manual as follows. After indwelling the stent, periodically evaluate both it and the patient to confirm that there are no irregularities. Otherwise the stent may be damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, or migrating from the papilla. After indwelling the stent, periodically check the status of the tube and replace it with a new one to confirm there is no irregularity on both the stent and patient. If the tube is improperly positioned, it could contact the duodenal wall and cause perforation, bleeding or mucous membrane damage. The stent may deteriorate over time and could become clogged or fall off of the stent cause it to migrate out of the papilla.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On (B)(6) 2019 ,the subject device was placed in the pancreatic duct of a patient during endoscopic retrograde cholangiopancreatography. On (B)(6) 2020, CT scan was conducted on the patient and it was confirmed that the subject device was broken and partially missing. There was no patient injury reported. Additional procedures are not planned. This is the report regarding the breakage and missing of the stent.